Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic for follow-up. Store egm noted that the device exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were made.

Event description:
New information received indicated that non-sustained oversensing episodes were seen on a stored egm due to another occurrence of post-paced t-wave oversensing. The patient did not received inappropriate therapy during the oversensing. Programming changes were made during the device check.